Manufacturer narrative:
Initially, the customer replaced the sampling probe on the axsym plus analyzer and performed a precision run. The customer felt the axsym plus was working correctly. However, imprecision intermittently continued and a service call was initiated. An abbott field service representative (fsr) replaced the syringe valve, sample and processing syringes, processing probe and sampling probe. The fsr cleaned the distributor matrices and checked the rotary cam. The fsr aligned the wash cups, and calibrated the sampling and processing probe. The fsr checked the solution volumes, checked the bulk solution dispensers, and resecured the processing syringe tubing. The fsr replaced the bulk solution 1 pump electrovalve. The fsr replaced the reagent carousel and processing carousel v-wheels, and the motor pinions of the sample and reagent carousels. The fsr ran a toxo igg precision run and noted the axsym plus was functioning according to the expected specifications. The axsym probes were documented as the causative agent for this erratic result issue. The axsym system operation manual (list no. 9a26-06) contains adequate information on the probable causes and corrective actions for inconsistent results. The probable causes include incorrect positioning of the probe, crashed or damaged probe. A malfunction of the axsym plus system was identified. The axsym analyzer generated questionable patient results. A damaged sampling probe and processing probe were the probable causes of the erratic results. Additional causes may include the worn carousels and v-wheels, improper bulk solution 1 dispense, and syringe, syringe valve and tubing issues. The actual cause of the erratic results could not be determined with the available information. This is a final report.

Event description:
The customer is concerned with the non-reproducibility of a number of assays on the axsym plus g refurb analyzer. The customer states that one patient sample generated an initial axsym toxo igg assay result of 33 iu/ml (positive) that retested at 0.0 iu/ml (negative). Controls have been within specifications. There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.